Manufacturer narrative:
The lead was repositioned and remains in service. No further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with numerous tachycardia shocks. Upon investigation, it was determined the right ventricular (rv) lead had dislodged due to twiddler's syndrome, resulting in oversensed atrial signals on the rate sense channel of the rv lead and inappropriate shocks to be delivered. A surgical intervention was performed to reposition the lead with normal diagnostics. No adverse patient effects other than the additional procedure were reported.